Event description:
The user reported that the screen was blank. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device not returned.